Manufacturer narrative:
E1: initial reporter phone number extension: (B)(6). The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that during device reprocessing. A cut in the cord of the subject device was observed. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Additionally, the cable failed leak testing. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure due to damaged cable insulation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device reprocessing, a cut in the cord of the subject device was observed. There was no patient involvement.